Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports pump (serial number and expiration date not provided.) Pt reports pump (serial number and expiration date not provided) seems to be breaking down and creating loud, grinding noise. Pt was able to infuse successfully last night, but infusion was slower than usual. Pharmacy to replace pump. No missed dose or adverse event(s) reported due to product issue. Unknown if device is available for return. No further info.